Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The malfunction was due to the device encountering fluid. After aeration, the image was found to be fine. Additionally, it was noted labels were peeling, bending section was damaged, distal end plastic was dented and scratched, objective lens edge was chipped, light guide lens edge was chipped, bending section cover glue was cracked, scope connector encountered fluid, insertion tube was scratched and light guide tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope displayed an e216 scope communication error during reprocessing. There was no report of patient harm associated with this event. During inspection of the returned device, the bending section was damaged. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Cased on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. It is recommended that the user facility review the method of device handling in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.